Event description:
During a fistula dilatation procedure, catheter balloon burst at 15 atm. The catheter was removed and replaced with another of the same make to complete the procedure without pt injury or further complications being reported.